Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a minimally invasive surgery (mis) l3-4 transforaminal lumbar interbody fusion(tlif). Cage inserted first and placement confirmed with image intensifier. The percutaneous pin inserted into posterior superior iliac spine (psis) and the reference frame was attached. 3d acquisition was performed. Approach to pedicle on skin confirmed with passive planar blunt tip probe, stab incision made down to spine. Depuy viper driver with screw attached, which had been calibrated with suretrak prior to image acquisition, was tapped gently into cortical bone of pedicle and screwed in by hand, using navigation. The surgeon then crossed to the opposite side, and repeated the above steps, up until he was ready to tap in the screw. He said that the navigation was inaccurate, and asked for an image intensifier (ii) machine to be brought in. Ii confirmed proper placement of the screw into the right pedicle, but he stated that the navigation was inaccurate with the viper driver and with the passive planar blunt tip probe on the opposite (left) side. He asked that the viewing screen for the ii be placed next to the navigation screen, so that comparisons could be made with the ap view of the ii and the navigation position. He checked both sides of the l3 vertebra with the navigation, and both appeared approximately 10mm out from the position of the probe tip on the ii. It was suggested that the reference frame on the perc pin had moved, but the surgeon said that he had been observing it and that it hadn¿t shifted, that the teeth were meshed together correctly, and that the pin was in the patient¿s bone solidly. Navigation was abandoned at this stage and ii used for the three remaining screws. There was no patient impact reported and a less than one hour delay to surgery.